Event description:
Rptr has had problems with this peg (gastrostomy). Peg was pulled thru abdominal wall of pt. Rptr thinks the bumper is too flimsy. Pt is a 200 lb female. Event date 12/93. A second peg tube fell out of pt after it was placed. Pt required surgical procedure to replace tube. Event date 1/94. Pt is a 80-yr-old, 120 lb female. A third pt had a peg tube implanted. After peg tube was placed it "fell out." Again rptr thinks the problem lies in a defective bumper. (*)